Event description:
It was reported that a flogard IV solution administration set had leaked. This had occurred during priming and the leak was found at the y port. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Evaluation summary: a sample was returned for evaluation. A visual examination found that the tubing had separated from the upper y-site. Closer inspection found the tubing to be twisted, however a cause could not be determined. Therefore the customer reported condition of a leak was confirmed. Should additional relevant information become available, a supplemental report will be submitted.